Event description:
It was reported that stent damage occurred. A 4.00 x 48 synergy ii drug-eluting stent was advanced but failed to cross the lesion and the stent looked deformed. The device was removed and the procedure was completed with a different device. There were no patient complications nor injuries reported and the patient's status was stable. It was further reported that the patient presented with three-vessel disease (3vd) and target lesion was left circumflex, diagonal 1 and right coronary artery (rca). There was 60-70% disease proximal and mid rca, 50% disease in the distal, and rv supplies left anterior descending retrogradely. The stent struts of the 4.00 x 48 synergy were kinked.

Manufacturer narrative:
B5. Describe event or problem- updated.

Event description:
It was reported that stent damage occurred. A 4.00 x 48 synergy ii drug-eluting stent was advanced but failed to cross the lesion and the stent looked deformed. The device was removed and the procedure was completed with a different device. There were no patient complications nor injuries reported and the patient's status was stable.